Manufacturer narrative:
An invalid manufacturer lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported no string on about 30 tampons prior to use and did not use them.